Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post-implant, this right ventricular (rv) lead was found to have elevated threshold measurements as a result of lead dislodgement. As a result, the rv lead was repositioned. The physician suspected the rv lead dislodged due to patient movement. No additional adverse patient effects were reported.